Event description:
Many years later the patient has suffered significant mental and physical pain and suffering, has sustained permanent injury, autoimmune disorders, has suffered financial or economic loss, including, but not limited to, obligations for medical services and expenses, and has endured impaired physical relations. No further information has been provided.